Event description:
Physician reported that a patient experienced pain after a self-starting screw backed out approximately 6 months post-operatively. Revision surgery occurred on (B)(6) 2018. The shaft of the screw remains in the patient.

Manufacturer narrative:
Manufacturing records for the chesapeake self-starting screw could not be reviewed as lot number was unavailable. In the event that a chesapeake self-starting screw backs out, it is possible that the screw was over torqued and/or threaded through the tifix insert. If the patient experienced pseudarthrosis, this could have caused the screw to back out as well. Internal fixation devices are load sharing devices that maintain alignment until healing occurs. In the case that healing is delayed or does not occur, then the implant can eventually break, bend, or loosen. Loads produced by load bearing and activity levels will impact the longevity of implant. However, as the implants were unavailable for inspection, a root cause cannot be determined conclusively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete k2m, inc. Will file a supplemental report indicating findings.

Event description:
On 01.22.2019 it was reported to k2m, inc that a self starting screw is backing out approximately 6 months post-operatively. The shaft of the screw remains in the patient. The patient was revised (B)(6) 2018.